Event description:
It was reported that the patient had recently had problem with pain and experiencing urinary problems as well. This had been going on for several weeks now. The patient noted it was a sudden change. The patient was wondering if programmer problems could be related to her pain and urinary problems. The patient noted she was going to see a new doctor tomorrow, but wasn't sure if this doctor will be managing hcp (healthcare provider) or not. The patient noted: "nobody is managing me, nobody is doing anything, I've been so mixed up since I had the interstim and I don't know what kind of management I'm supposed to be receiving." The patient stated she had been "lost" with all of this for 3 years. The patient noted she had been "lost" with if she was even on correct settings or not. The patient asked does the doctor determine everything with the settings with the interstim. The patient asked can nurses at hcp office make adjustments. The patient mentioned that a certain doctor did do a "huge surgery" on the patient in (B)(6) 2011 and did a good job. The patient will see this new doctor tomorrow. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant: product ID 3093-28, lot# v762719, implanted: 2011-(B)(6), product type lead. Product ID neu_unknown_prog, product type programmer, physician. (B)(4).